Event description:
It was reported that the user entered an incorrect meal announcement for a peanut butter and jelly sandwich, attempted to cancel, then selected a smaller meal entry, after which approximately 3 units of insulin were delivered and the user experienced hypoglycemia. The user treated with oral glucose in the form of regular 7up and later used the ilet to address subsequent hyperglycemia. Symptoms included hypoglycemia, hyperglycemia, shakiness and perioral numbness. Outcomes included a low blood glucose (40 mg/dl) that was overtreated, followed by a blood glucose increase to approximately 400 mg/dl, with self-management at home and no hospitalization. Investigation included a review of the reported sequence of use, alarms, and user actions associated with meal announcements and insulin delivery. Investigation of this case revealed that the event was consistent with user error related to an incorrect meal entry and subsequent overcorrection with carbohydrates, with the device functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal announcement and carbohydrate treatment.